Manufacturer narrative:
The product was not returned. The customer indicated the use of a non-qualified lens, and a handpiece. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The customer indicated the use of a 28.0 diopter lens with the cartridge model. The lens model is only qualified for use in the cartridge model for diopters up to 27.0. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter used was not a correct combination and is only qualified for two specific cartridge models. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory specialist reported that during an intraocular lens (iol) implant procedure, the cartridge bent and cracked the haptic of the lens. The procedure was completed with a new lens and cartridge. There was patient contact, but no patient harm.